Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. The distal end of the device was not returned for analysis. The stent was deployed in the patient. The maximum crimped stent profile was measured which is within the specification. The distal end of the device containing the balloon was not returned. Before sterile packing of the device, each unit is checked for leaks at the vacuum decay test (vdt) work-step. Any damage or breakage to the hypotube would cause the device to fail at this stage and prevent the movement of the device to the sterile packing stage. A visual and tactile examination of the hypotube found multiple hypotube kinks. This type of damage is consistent with excessive force being applied to the delivery system. The inner midshaft was bent and partially broken 30mm distal of the hypotube midshaft bond. The inner midshaft distal of the partial break and corewire was exposed. The outer plastic component of the midshaft was broken at the partial midshaft break site separating the distal end of the device. The distal end of the device containing the inner/outer shaft polymer extrusion was not returned. The distal end of the device containing the tip was not returned. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that inadequate stent apposition and shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified circumflex artery. A 3.00 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, during deployment, lost of pressure was encountered and the stent was partially inflated. Upon further inspection, it was noted that the hypotube actually snapped which resulted in a lost of pressure. The stent delivery system was removed and a non-compliant balloon catheter was inserted to fully deploy the stent and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that inadequate stent apposition and shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified circumflex artery. A 3.00 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, during deployment, lost of pressure was encountered and the stent was partially inflated. Upon further inspection, it was noted that the hypotube actually snapped which resulted in a lost of pressure. The stent delivery system was removed and a non-compliant balloon catheter was inserted to fully deploy the stent and the procedure was completed. No further patient complications were reported and the patient's status was fine.